Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit will power on with a red screen, indicating error 41786 - 0004. There was no patient involvement.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit will power on with a red screen, indicating error 41786 - 0004" could not be confirmed. Performed upstream occlusion (uso)/downstream occlusion (dso) calibration. The probable cause was unknown. Software updated and unit reset to standard configuration. The device passed testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.